Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Representative from freedom sent a detailed document showing the notes on trying to repair this chair. The dealer states the elevator bolt is sheared off, which causes the stability lock to not function. He stated at first that it was bent at an angle so when they tried to reseat it, it sheared off.